Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery alarm. This event has the potential to interrupt delivery. The event was reported to have occurred upon power up in the medical surgery department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing.a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.